Manufacturer narrative:
The customer complaint that the alaris system displayed low battery was confirmed through a review of the pcu event logs, however since no device was returned for investigation a complete evaluation of the pcu device could not be performed. Review of the pcu event logs confirmed that on 04april2018 at 2:16 am the pcu, s/n (B)(4)was powered on using dc power, and two alaris system modules were shown as being connected. The alaris system infused on battery power for approximately 4 hours when a low battery alarm occurred. This alarm occurs when the low battery threshold is sensed and the remaining battery runtime is limited. After the initial low battery alarm occurred review of the logs confirmed that the alaris system was connected to a/c power three times then immediately disconnected switching to d/c power (battery) another three times. Each time alarming for low battery when the system switched to battery. The reason for this quick connection and disconnection from a/c power could not be determined, however it is possible that an intermittent a/c line cord or receptacle could have been a contributing factor. The low battery alarm will continue to display on the pcu screen after a/c is plugged in, and until the battery has built up enough of a charge to run the alaris system for 30 minutes. The user should be made aware that the battery is intended as a backup system. The power cord should be connected to a hospital grade a/c power source whenever available. If the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade a/c power source for 16 hours. A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed no similar complaints with the same, or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the pump alarming with a display reading of low battery despite being plugged into different outlets to charge. There was no patient involvement.